Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material and a hole in the pebax. The magnetic and force features were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The blood found inside the pebax area may contribute to the force issue reported in the event. A manufacturing record evaluation was performed and no internal action was found during the review. The force issue reported by the customer was confirmed. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during a procedure when they went to ablate, they received a high force reading on the force vector in the carto 3 system. The caller reported that the catheter was showing a high force when the catheter was floating. To troubleshoot the cable was replaced twice without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. The customer¿s reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 11-jul-2023, the bwi pal revealed that a visual inspection of the returned device found a reddish material and a hole in the pebax. These findings were reviewed and the issue of a hole in the pebax was assessed as an MDR reportable malfunction since the integrity of the device has been compromised.